Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the display to be completely amber green once placed into a lab use only pump and powered on. He replaced parts and retested the unit, determining that the small graphics display was defective. He microscopically examined the display, and observed some components to show signs of overheating. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The end user reported that the roller pump was working and could be run by the central control monitor (ccm), therefore the pump was used on case. The field service representative (fsr) verified that the roller pump display was completely amber green. As a result, the display board stack assembly was replaced. The unit operated to the manufacturer's specification. The suspect display was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set up of the device for a cardiopulmonary bypass (cpb) procedure, the pump local display was not working. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.